Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found full breach degradation of the outer insulation noted at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.